Manufacturer narrative:
Unit passed the rewind, basic occlusion test, prime/a33 test and displacement test. However, unit received stuck in the motor error loop during bolus / basal delivery due to faulty fsr (gold). The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer's blood glucose value was unknown. The customer was reported that the drive support cap was normal and they able to rewind the insulin pump. The customer was assisted with troubleshooting and reported that the insulin pump had few random no delivery alarm. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan and to retrieve pump settings. The insulin pump will be returned for analysis.